Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012609607 and data files were returned and analyzed. Visual inspection was performed and the catheter appeared intact with no visible issues. The slide function operated as expected, and the shape of the capture device was standard, showing no unusual features. However, it was noted that the catheter was received without a guidewire, and the shaft of the catheter was slightly broken at the tip of the handle. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering a nd slide mechanisms. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Electrical continuity revealed intact electrode wires without any detachment or breakage. The xray imaging confirmed that the shaft was broken at the tip of the handle. The lab test guidewire was inserted into the catheter without any resistance, and the connection was secure at luer. One log data file was received and recorded on the reported event date. The log file corresponding to the case event date was reviewed and identified an error code 2000, signifying a catheter electrical current error, on the reported event date. The catheter was identified as pscc100 with lot number: 0012609607-012. Additionally, another catheter, identified as pscc100 with lot number: 0012601263-022, was used on the same date without any system notices being triggered. The inverted array issue is not recorded in the log data file. In conclusion, the reported inverted array issue was not confirmed during testing and the loop catheter failed the returned product inspection due to a broken shaft at the tip of the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array was inverted. When the catheter was removed, it was tangled. An unknown system notice was displayed when attempting to ablate, and the guidewire remained extended beyond the array for the entire duration. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.